Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose (bg) level of over 500 (mg/dl). The customer administered a manual injection to address bg level. The customer had manual injections available for alternate insulin therapy.